Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The service person was wearing a lab coat and gloves when the incident happened, but he was not wearing protective eyewear. Wearing proper personal protective equipment (ppe) like gloves, protective eyewear, and lab coat while using or troubleshooting the cell-dyn ruby is an element of safety recommended in the cell-dyn ruby system operator's manual. Product labeling is adequate for the complaint incident. Investigation of the incident included review of product historical data, product labeling, and consultation with abbott diagnostics division medical affairs. Review of historical complaint data identified no adverse or non-statistical trend. The investigation concluded the complaint is an isolated incident, specific to the cell-dyn ruby, sn (B)(4). The product performance of the analyzer is not affected by this incident. Investigation concluded that there is no product deficiency or malfunction for the cd ruby instrument, list number 08h67-01.

Event description:
An abbott customer support specialist stated that while performing service on the customer's cell-dyn ruby analyzer, tubing containing hypochlorite solution came off and the liquid splashed in his eye. He flushed the eye with water and went to the emergency clinic. The occupational risk department referred him to an eye specialist per safety protocol. No medical treatment was received. The eye specialist performed tests which determined there was no injury to the eye and recommended a 6 month recheck.